Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery cartridge reuse: per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly the customer was not ¿removing air from cartridge during load process¿ and ¿sometimes taking the cartridge out during fill tubing and putting it back at 9 units to avoid wasting insulin.¿ tandem technical support informed the customer that not ¿removing air from cartridge during load process¿ and ¿sometimes taking the cartridge out during fill tubing and putting it back at 9 units to avoid wasting insulin¿ is off label per the tandem user guide. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 228 mg/dl.